Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the coin battery being depleted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a ht70 ventilator, alarmed change coin cell battery. There was no harm to the patient as the patient was switched to alternate ventilation.